Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome and spinal pain. It was reported that the ins was replaced because the ins charge was not lasting longer than 1 day. No further complications were reported.